Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use the biobrace® implant if the temperature sensitive dot is red. Visually inspect sterile barrier system(s) for any package integrity issues that could impact device sterility prior to aseptic presentation. Do not use if any breaches in the sterile barrier system(s) are found. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the bb5x250, biobrace reinforced implant, 5 x 250 mm was being used on (B)(6) 2025 and after an ¿acl revision with biobrace & btb allograft from mtf. Patient presented with staphylococcus caprae infection 2 weeks post-op.¿ a second surgery was required to remove the implants;¿ acl followed by I&d washout with all implants and screws removed.¿ the original procedure was completed without an alternate device. Per further assessment it was reported that "I don¿t think there was any malfunction of the product. The product could be seen in the I&d pictures, intact. Patient¿s current condition is stable. He has not been hospitalized. He is on antibiotics. All implants/hardware/grafts have been removed from the knee." This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced staphylococcus caprae infection.